Event description:
The patient did not have therapeutic effect since implant. Impedances were greater than 4,000 ohms on pairs 0, 1; 0, 2; 0, 3. Default test values were increased and pair c, 0 was still greater than 4,000 ohms. Pairs c, 2; c, 3; 1, 2; 1, 3 had impedance of "1111". The pulse width was increased to 300 and the amplitude increased to 300 and the test was re-run; the impedances were the same. The patient had programmed with pair c, 0 and had no stimulation. Pairs c, 2 and c, 3 were also tried and the stimulation was painful and went down the patient's leg. It was unclear if impedance values were high since implant. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).